Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for an unknown indication of use. It was reported that the patient had not had the pump filled since 2011 or 2012. The reason the pump was not filled was because the patient was not able to get to the healthcare provider (hcp) appointment to get the pump filled due to her heart issues. It was considered a sudden change in therapy/symptoms. The patient started having heart issues after the pump implant. Due to the heart issues, the patient was not able to physically get to the appointment to have the pump filled. It was stated that the pump not being filled had nothing to do with any issues of the pump. The patient thought she was implanted in 2010 or 2011. The patient stated the pump was last filled in about 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.